Event description:
It was reported that the patient underwent debridement at the exit site of the driveline on (B)(6) 2021 and started to receive negative pressure would therapy until (B)(6) 2022 due to skin necrosis. The patient was admitted on (B)(6) 2021 and was discharged on (B)(6) 2022. The source of the infection was at the exit site of the driveline. Bacterial culture was noted to be a negative and a gallium scintigraphy test performed on (B)(6) 2021 also showed negative findings. Multiple culture tests were performed which showed negative findings. Meropenem and vancomycin were administered intravenously until (B)(6) 2021 due to suspected infection, and to prevent secondary infection. It was noted that the skin near the exit site appeared to be healing. The patients symptoms resolved and the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the suspected driveline infection could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13dec2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.